Event description:
Ambulance crew was on the scene with an intubated pt. The ventilator settings were 12 rr and 60 ml tidal volume. The rr was closer to 19 cycles a minute. The rr was lowered to 8 bpm. The ventilator was cycling at 16 bpm. The pt was removed from the ventilator and bagged. The supervisor stated that no injury or harm occurred to the pt due to the fact that the medic quickly realized that the ventilator was not working properly and removed the pt from the ventilator and began bagging the pt.

Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator from smiths medical international, ltd. Smiths medical pm, inc. Kits a pt circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc. Is reporting as the manufacturer. The ventilator was returned to smiths medical pm, inc. Technical service department. The ventilator was evaluated and the respiration rate was out of spec. The ventilator was recalibrated. The ventilator passed functional testing and was returned to the customer. The instructions for use says to perform performance checks by suitable personnel or authorized rep not more often than once every 6 months but at least once every 2 years. This ventilator is approx 10 years old. This ventilator has not been returned to smiths medical pm, inc. Prior to this event. It is likely that the ventilator was out of calibration because the ventilator has not been maintained as advised in the instructions for use. Attachment 1: instructions for use pages concerning performance checks. Attachment 2: completed questionnaire from the user facility.